Manufacturer narrative:
Visual evaluation of the returned device found that the 80 cm long feeding tube had been broken/ torn at approximately 50 cm from the hub and the distal portion was not returned. The distal end presented degradation and splitting and the extrusion was black in color from implantation. Additionally, the tubing presented splits in several places along the working length and at hub. The investigation was consistent with the reported event that feeding tube was torn/split. Although the customer was unable to provide information regarding the length of time the device was in place, the device appears to have degraded during long term implantation. Therefore, the most probable root cause classification for the reported failure is operational context. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. The procedure date was unknown. According to the complainant, it was noted the jejunal tube was torn, inside the patient. It was replaced with a different jejunal tube. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. The procedure date was unknown. According to the complainant, it was noted the jejunal tube was torn, inside the patient. It was replaced with a different jejunal tube. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.